Event description:
It was reported to philips that the device displayed a "no shock delivered" message during op check as the device does not recognize the pads cable/test load. There was no patient involvement.